Manufacturer narrative:
Additional information: d4 - additional device information: certain fields have been updated or entered based on new information. H4 - device manufacture date: date has been entered based on new information.

Manufacturer narrative:
The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot # was not provided.

Event description:
It was reported that the patient experienced ineffective therapy and that the lead was broken. Diagnostic testing revealed high impedance on multiple contacts of the lead. As a result, surgery occurred during which the lead was explanted and replaced to address the issue.